Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which a leak was detected. A cefuroxim 1.5 mg (B)(4) drug vial was attached to the vial mate. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the complaint could not be performed because the sample is not available for evaluation and the lot number is unknown. If additional information or the sample becomes available a follow-up MDR will be completed.

Manufacturer narrative:
(B)(4).